Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 2/4. The home patient has two bags connected. The final line clamp was open. No patient injury or medical intervention was reported at the time of the initial report. The sample was discarded and lot number was unknown.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn). The pd rn stated there was no patient injury or medical intervention associated with the incident. The hp has continued therapy on the cycler with no further issues and is aware of the proper procedures. A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).